Event description:
It was reported via repair work order that the footend lift functioned intermittently due to a damaged sensor coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.